Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose levels for 25 years. Customer's blood glucose level ranged from 50 mg/dl to 300 mg/dl. The customer had issues with the over tape not sticking. Before he was on the insulin pump the customer had seizures. The insulin pump alarmed weak signal. His sensor glucose reading was 167 mg/dl. The device was not returned.